Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation codes: results: pocket heating was confirmed. The investigation for (B)(4) associated with the heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-02559 and 1627487-2013-02561. The pt has two leads from the same lot. It was reported the pt experienced excessive heating from the ipg that caused burns and difficulty charging the device. It is currently undetermined whether the burning occurred during charging. The patient also reported power surges and shocks from her system. She stated reprogramming did not resolve the issue and she was explanted on (B)(6) 2011. The pt's explant was previously reported for another issue in MFR report 1627487-2011-08167 and 1627487-2011-08168. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.